Event description:
The customer reported that the jaw plate disengaged into the pt's cavity. It was retrieved from the pt and there was no injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.